Event description:
It was reported that the device turned itself off twice when the user was attempting to get a blood pressure on a pt. The user turned the device back on both times. It was reported that there was no affect on pt care, as the user switched to the manual blood pressure cuff to get the reading.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate, nor confirm the reported failure. The field service representative observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root case for the reported failure could not be determined.